Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-01085.

Event description:
The customer reported false negative results with the ID now covid-19 assay for two tests. This MFR report addresses test 1 of 2. The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Repeat testing was not performed. Pcr confirmation testing was performed with an unknown platform and generated a positive result. The customer stated that the patient was symptomatic. No additional patient information, including treatment and outcome was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1056978 with internal limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. The manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1056978 and test base part number 190-430 / lot 1056978. Quality control release testing met specifications with no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, this device lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.